Event description:
It was reported that the patient experienced a low blood glucose event of 60 mg/dl in the morning, which was treated with oral glucose and subsequently trended upward to hyperglycemia before stabilizing around 90 mg/dl while using a dexcom g7 with the ilet system; caregivers expressed concern about recurring morning lows and requested education on algorithm use and proper low treatment. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education, with no reports of injury, hospitalization, or medical intervention beyond oral carbohydrate treatment. Investigation included a review of available device data and coaching on low-glucose treatment, including the 15-minute recheck and confirmatory fingerstick to avoid overtreatment. Investigation of this case revealed that the specific cause of the morning hypoglycemia and subsequent rebound hyperglycemia was unclear, with user management of lows and data synchronization limitations noted during review. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.